Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the end user was complaining of a noise coming from the rims of the chair the dealer took the wheels off of the chair and noticed that the rim was worn and kept sliding up and down on the chair. Stated that the plastic rims were going up and down and he was switching to aluminum ones.